Event description:
Related manufacturer reference number: 2017865-2023-52487 related manufacturer reference number: 2017865-2023-52488 it was reported that the patient presented in the emergency room with infection on the pocket site. The implantable cardioverter-defibrillator, right atrial and right ventricular leads were explanted. Patient status was not known.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.